Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12337. It was reported the patient requested the scs system be explanted. The patient has new pain that the system is not covering. Surgery is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)